Manufacturer narrative:
Concomitant medical products: evproplus-34us valve implant, date: (B)(6) 2020. Evproplus-34us valve implant, date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient was successfully implanted with two transcatheter bio prosthetic heart valves. The following day the patient was implanted with a complete implantable pulse generator (ipg) system. One day post implant a perforation occurred from the pacing lead which was determined to be the cause of death.